Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated unconjugated estriol (ue3) results obtained from a unicel dxi 800 access immunoassay system for forty eight pts. The customer re-ran the samples on a different instrument and the results were lower. The initial elevated results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(6) 2009 to investigate the event. The fse performed instrument verification and verified alignments. All verification passed within specifications. The fse found two empty reagent packs for ue3 in the solid waste container and loaded them on one of the customer's other dxi 800s. The serial number was not supplied. That system's reagent inventory showed one pack had 22 tests left and the other had 19 tests left. This indicates those reagent packs had been loaded and used for testing prior to loading on dxi s/n (B)(4) that the erroneous results were obtained from. Reagent pack sharing is the root cause for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 thru (B)(6) 2010 for additional reportable events.